Event description:
Dealer called stating that the tilt actuator is having problems and the joystick is not working properly on the unknown power chair.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model, serial number/date code and age of power chair are unknown. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.